Event description:
It was reported that the customer's insulin pump was alarming. The customer stated that after the battery was removed and the device was rested for couple hours, the pump counted up to seven but then it stopped. Advised the customer to revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and a constant tone as a result of a faulty electronic component on the interface board.